Event description:
A patient was driving with h-300 positioned on the floorboard between patient's legs. The unit was just filled 30 minutes prior to the fire and may or may not have been in use at the time. The patient claims that the unit may have been leaking because the oxygen duration was shorter than specifications. The patient admits to smoking in the car several minutes before the fire resulted. The patient pulled over to a gas station when patient noticed the fire on the floorboard near patient's legs. No injury occurred. The patient's car, clothes and oxygen unit were damaged. The hcp has pictures of cigarette butts in the car and of the fire damage. The patient requested that the hcp not file a claim with their insurance, as patient's insurance carrier would pay for all damages.